Event description:
The customer reported, the system will not turn on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the on/off switch and surge suppressor. System operates as intended. (B) (4).